Event description:
The info provided to sjm indicated the pt underwent an aortic valve replacement, mitral valve replacement, and a tricuspid valve repair. Three days postoperatively, the pt experienced renal failure and dialysis was started. Repeat echocardiograms were performed due to persistent low diastolic pressures and inotropic requirements. The echocardiogram demonstrated severe transvalvular aortic regurgitation and poor right ventricular function. The pt underwent re-do aortic valve replacement ten days postoperatively. During the procedure, the trifecta valve was observed to be seated properly and the cusps were moving well but not coapting properly. The stent and sewing cuff were reportedly not deformed. The valve was explanted and replaced with another manufacturer's valve. Post bypass the right ventricle struggled and full bypass had to be reinstituted twice to rest the heart. The pt was able to come off bypass with moderate inotropic support; however, she continued to deteriorate and died shortly after the procedure was completed.